Event description:
It was reported that this pacemaker device was found in safety mode. The plan was to have this device replaced soon. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device was found in safety mode. The plan was to have this device replaced soon. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received indicated that this device exhibited premature battery depletion (pbd). The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. This report contains additional information in section b5 describe event or problem and h6 device codes. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device was found in safety mode. The plan was to have this device replaced soon. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received indicated that this device exhibited premature battery depletion (pbd). The device was returned, and analysis was completed, and the report is updated with the product investigation results.